Event description:
It was reported that the parent of the patient has noticed a decline in the patient's hearing performance. There has been no report of trauma. In situ measurements show 9 channels with high impedance.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.